Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2018; 6935m62 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation two days after implant. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.